Event description:
Consumer reported using pad set on low position while in bed. Consumer mistakenly turned pad to high position (meant to turn pad to off position), then fell asleep. Consumer awoke several hours later to find burn on buttocks.